Manufacturer narrative:
B3: used 06/01/2022 as event date as procedures occurred from (B)(6) 2022 to (B)(6) 2024. D3 model number, d3 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided in the literature article. Literature citation: hussain k et al. Impact of moderate sedation on electrophysiology lab time for left atrial appendage occlusion using 4d intracardiac echocardiography. J cardiovasc electrophysiol. 2024;1-9. Doi:10.1111/jce.16445.

Event description:
Reported via journal article. It was reported that serious injuries occurred. The following event was obtained via a retrospective article following an observational cohort study of 135 consecutive patients who were referred for left atrial appendage closure procedures where watchman flx closure devices were implanted using the watchman fxd curve access system during the time frame between (B)(6) 2022 and (B)(6) 2024. It was reported that the following serious injuries occurred: acute procedural complications included iatrogenic pericardial effusion, or a complication that required an intervention or additional hospital stay. Complications at 45 days and 6 months included stroke, peri device leak, device related left atrial thrombus. The procedure was aborted in one case due to the presence of a left atrial appendage clot noted on intraprocedural imaging, and one patient developed cardiac tamponade which was treated with a surgical pericardial window and left atrial appendage excision and device removal. One patient developed hypoxemic respiratory failure during an attempted procedure that was aborted. During a repeat procedure, the same patient developed severely elevated airway pressures, hypoventilation, and cardiac arrest. They were stabilized with airway management alone, and the procedure was successfully completed. In the 107 patients for whom 45-day complications were available, there was no difference in complication rates in both groups. One patient had a stroke, three patients had peri device leaks on 45 day computed tomography (CT) imaging and two patients had a device related thrombus for which they were anticoagulated. In another group, one patient had a stroke, two patients had a persistent peri device leak for which percutaneous closure was performed, one patient had device related thrombus.